Event description:
Reportedly, during use the device locked down on tissue and would not release. Additional information was requested from the account; however, to date no additional information has been furnished.